Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. It was reported that exposed wires on the outlet plug made contact with the metal part of the bed, resulting in sparks. There was no patient involvement. No injury was reported.

Manufacturer narrative:
According to the information for use (IFU, 831.374-en rev.13): "ensure pathway is clear of cords, hoses and obstacles before driving the bed foward and backwards." "Always disconnect the citadel plus bariatric care system from mains wall outlet before cleaning. Failure to do so could result in equipment damage and/ or electric shock." "Inspect the power cord fo any signs of wear or damage. The citadel plus bariatric care system should not be operated with a worn or damaged power cable. Contact arjo if damage is found." The analysis of the data is ongoing to establish the root cause of the alleged sparking.

Manufacturer narrative:
An arjo technician inspected the bed and found clear wheel cuts and marks on the cord's coating, caused by forceful friction against the floor. Based on the condition of the cable, it was concluded that the power cord was damaged during transport of the bed. It appears the cable was likely run over by the bed and dragged across the floor. Further inspection revealed that the communication cable from the backrest actuator to the cu20 control unit was also damaged down to exposed wires. According to the arjo technician, the cables got smashed between the mattress frame and the bed frame, causing a tear and exposing live wires. In his opinion, it was this actuator cable that made contact with the bed frame. When the damaged power cable was plugged in, the exposed wires from the actuator cable caused sparking. This also resulted in loss of drive functionality in the bed. The technician reported that the cable from the backrest actuator to the cu20 control unit was misrouted. As a result, it was possible for the cable to be pinched by the bed¿s moving parts. There are two possible scenarios for how the cable was incorrectly connected: it may have been misrouted by customer staff, for example during an attempted repair, or by an arjo employee during a previous service repair. However, the device passed the quality control check prior to delivery to the customer on 31 march 2025. As part of this inspection, arjo service technicians check for loose wires or cords and secure them to prevent damage, such as being severed when caught between metal components. Furthermore, prior to the incident under investigation, we had not received any notification from the customer regarding damage to the bed or a need for service. Based on this information, it is unknown when and by whom the cable was incorrectly connected. According to the instructions for use dedicated to citadel plus (IFU, 831.374-en rev.13): "make sure the power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." "Ensure pathway is clear of cords, hoses and obstacles before driving the bed foward and backwards." "Keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points." "Visually check power supply cord and mains plug" weekly. Regarding cleaning, the IFU states following: "always disconnect the citadel plus bariatric care system from mains wall outlet before cleaning. Failure to do so could result in equipment damage and/ or electric shock." "Inspect the power cord for any signs of wear or damage. The citadel plus bariatric care system should not be operated with a worn or damaged power cable. Contact arjo if damage is found." To sum up, during the investigation, it was found that the power cord was damaged as a result of user's error, cable was ran over during the transfer of the bed. Additionally, communication cable from the backrest actuator was misrouted and due to that damaged to exposed wires (trapped between elements of the frame). It is unknown when and by whom the cable was incorrectly connected. The customer stated that the alleged sparks came from the power cable, while the arjo service technician claimed that when the damaged power cable was plugged in, the exposed wires from the actuator cable caused sparking. This also resulted in loss of drive functionality in the bed. Due to contradictory statements, it could not be confirmed which of the failures led to sparking. Arjo device was involved in the reported event and failed to meet its specification since the power cord and actuator cable were damaged to live wires. There was no patient involvement. No injury was reported. The complaint was assessed as reportable due to allegation about the sparks coming from the the damaged power cord.

Event description:
Arjo became aware of the event involving citadel plus bed frame. It was reported that during the cleaning of the bed, the bed possibly caught fire. A biomedical technician from the facility stated that power cord was frayed with exposed wires and there was either a flashpoint or sparking point on the bed frame where the exposed wires came in contact with the frame. The facility was unable to confirm if there were flames or just sparks. There was no patient involvement. No injury was reported. An arjo technician inspected the bed and found clear wheel cuts and marks on the cord's coating, caused by forceful friction against the floor. Additionally, functional issues were reported, as the bed would not drive anymore. Later, after a careful examination of the bed, another arjo technician reported that functional issues of the bed were a result of a damaged communication cable from the backrest actuator to the cu20 control unit (internal wires were exposed). Both power cord and backrest actuator cable were replaced. Bed was tested and worked as intended.

Manufacturer narrative:
An arjo technician inspected the bed and found clear wheel cuts and marks on the cord's coating, caused by forceful friction against the floor. Additionally, functional issues were reported, as the bed would not drive anymore. Later, after a careful examination of the bed, another arjo technician reported that functional issues of the bed were a result of a damaged communication cable joining the backrest actuator and the cu20 cable (internal wires were exposed). The technician claimed that these wires are what made contact with the frame and caused the sparks once the damaged power cord was plugged in. According to the information for use (IFU, 831.374-en rev.13): "ensure pathway is clear of cords, hoses and obstacles before driving the bed foward and backwards." "Always disconnect the citadel plus bariatric care system from mains wall outlet before cleaning. Failure to do so could result in equipment damage and/ or electric shock." "Inspect the power cord fo any signs of wear or damage. The citadel plus bariatric care system should not be operated with a worn or damaged power cable. Contact arjo if damage is found." The analysis of the data is ongoing to establish the root cause of the event.